Event description:
It was reported an angio-seal vip was deployed post diagnostic heart catheterization. Later that evening, the patient felt a pop and severe pain shooting down leg. The patient returned to the cath lab the next day. The staff reported the groin looked like it was healing as expected. Four days later, the patient complained of a hard knot in groin measuring 2"x 3" with associated discomfort. The patient had a temperature of 100.9-101 degrees f. The cardiologist on call prescribed keflex po, dose unknown. The patient returned two days later to the cath lab as a follow-up. There was a warm, hard area noted in the right groin, and the patient's temperature was 99-9 degrees f. An ultrasound revealed a suspicious area in the tissue indicating a possible infectious process. No abscess, no hematoma, or no blood clots were present. The patient was sent home to continue on keflex, dose unknown.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported infection remains unknown. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times, when using the device. The use of the device where bacterial contamination of the procedure sheath or surroundings tissues may have occurred may cause infection. Any sign of infection at puncture site should be taken seriously and the patient monitiored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.